Event description:
It was reported that 8 bd nano¿ 2nd gen pen needles were clogged during the flow check. The following information was provided by the initial reporter: "consumer reported found 8 pen needles that clogged during the flow check."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (8) loose 32gx4mm bd pen needles without covers or tear drop labels attached. The customer reported that the pen needles were clogged. The samples were examined, and it was observed that all 8 pen needles featured a bent npe cannula. The bent npe cannulas would prevent proper flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since all 8 samples were returned after use, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The npe cannulas were bent after the user handled the pen needles. Based on the above, no additional investigation and no CAPA/sa is required at this time.